Event description:
It was reported that the ilet user had elevated blood glucose measured at 268 mg/dl that decreased to 248 mg/dl by the end of a coaching call, during which the caregiver disclosed unannounced snacking and frequent use of meal entries to correct hyperglycemia. The user was counseled to avoid using meal announcements for corrections and to allow the algorithm to manage highs, with instruction to contact a healthcare provider if hyperglycemia persisted. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included customer interview and use guidance review. Investigation of this case revealed no device malfunction and identified user technique and meal announcement practices as contributors to the reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors.